Event description:
It was stated that the patient was not adequately trained on using the device. "Due to all the things that occurred it made her think about doing harm to herself". She was dissatisfied with not knowing and having all key tools to work her device. Her neck was bad and her hands were becoming shaky. Bandages were still present and "half the battery was showing". The patient was transferred over the phone to a crisis counselor; there was no imminent risk of suicide. She had plans to see her regular counselor that afternoon. During surgery, she had needed to be resuscitated due to too much anesthesia. The patient requested help from a manufacturer representative to "tweak" her program; she also requested and was sent a new recharging pouch and two spacers for charging. Further information is being requested from the hcp.